Manufacturer narrative:
The device was returned for analysis. Distal end was bent/curved to the right after steering knob returned to neutral. A rust color was under ring 1 electrode. Dried body fluid was found on the handle, main body tubing, distal end. Dried saline was found on the distal end and inside several irrigation ports. The device tip was placed in 37c de-ionized water with the butt bond submerged and a metriq pump programmed to 30ml/min was attached to the device. De-ionized water was pumped through the device for approximately 30 minutes. The mini electrodes were cleaned with a foam brush tool and dried. The device's lumen was leak tested using an isaac pressure decay test system. The lumen pressure decay was measured three times, starting with 107 psi, with re-seating of the tb seal between each test. Pressure decay values were 3.156 psi, followed by 3 gross leaks. The distal end was measured, starting with 15 psi. Pressure decay values were 0.06815 psi, 0.0651 psi, and 0.0691 psi. The following equipment configuration and settings were utilized during testing. The device underwent pre-soak and post-soak hdx testing. Noise testing in pre-soak and post soak conditions met current device specifications, where peak to peak values were less than 0.4 mv. However, pump related vibrational noise (low frequency) was observed in all mini bipoles up to .20 mv peak to peak depending upon curve configuration. No tracking issues were observed during any of the 3 post soak ablation tests. 2 separate d06 temperature errors were observed when initially connecting the device after the soak/irrigate process. This temperature error is not the same as reported by the field. An additional 10-minute ablation was performed, and no high temperature errors were observed. While manipulating the shaft, continuity checks revealed no electrical opens or shorts as checked manually using a multi-meter and breakout box. Ring 1 measurements were intermittent in all curve configurations; the measurements would vary between 7.9 ohms and an open. All other electrodes, sensor and thermocouple resistances measured in spec and were typical. The steering knob and the tension control knob functioned properly on both lock and unlock positions. No abnormal resistance was felt when actuating the steering mechanism. The leak test was repeated. The proximal and distal sections of the device were separated. The pressure decay starting at 15psi for the proximal end measured 0.0085 psi, 0.0080 psi and 0.0060 and for the distal end 0.4758 psi, 0.4843 and 0.2973 psi using the tuohy borst seal. The distal end leakage were 0.2900, 0.3045, 0.3100 psi (15 psi start). The inerratic measurements for ring 1 was isolated to the distal end. The distal end insulation was removed. Dried body fluid was present in the interior of the shaft that is more concentrated closer to the tip/ring 1. Ring 1 wire was fractured at the weld ankle. A leak test at 15psi was performed with tubing used to seal the irrigation ports and mini electrodes. Bubbles were visible at the proximal end of the tip indicating that a leak in the polyimide tubing was present. The device handle was opened. The proximal and distal sections of the device were separated proximal to the butt bond and the proximal insulation sheath was removed. Only a few coils of the guide coil were exposed. There was a couple section of guide coil in which the coating was abnormal but not compromised. No twists or other anomalies were noted in the thermocouple wires.

Event description:
Reportable based on device analysis completed on 27jun2019. It was reported that the catheter had high temperature readings. During a procedure with a intellanav mifi open-irrigated, after having worked properly for the majority of the case, the catheter started to show high temperature readings on the maestro 4000 rf generator due to a bad temperature sensor. The catheter was replaced, and the procedure was completed successfully with the new catheter. There were no patient complications. However, returned device analysis revealed fluid ingress on ring 1.